Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was intermittent leaking from the trocar when they took out the inserted instrument. It did not affect the surgeon's view but did hear whistling. They continued to use the trocar. The procedure was completed without impact to the patient. No return device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.